Event description:
During a mitral valve replacement, the coronary sinus catheter kinked while inside the pt. The clinician tried to withdraw the catheter but couldn't get it through the introducer. A cut down on the neck was performed to facilitate the removal.